Event description:
It was reported that the patient's ipg could not communicate with external devices following an unrelated surgery. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow up identified that the patient underwent surgical intervention to replace the ipg, and therapy was restored post-operatively.